Event description:
This male patient with a history of hypertension and hyperlipidemia was admitted for unstable angina. The patient was currently taking plavix (<30 days), lipid lowering agents, ace inhibitors and beta blockers. All baseline lab values and vital signs were within normal limits. Angiography revealed severe 3-vessel coronary artery disease. Five lesions were treated during the index procedure. No staged procedure was planned. Aspirin, plavix and heparin were administered. Clotting times measured during the procedure were vasp 19% and pfa-100 300 seconds. No additional doses were administered. The first lesion was an 85%, 30mm, de novo, irregular, concentric, b1 type stenosis in the mid right coronary artery (rca). The vessel was described as 3.00mm in diameter with no calcification or tortuosity. The lesion was pre-dilated with a 2.5 x 30mm balloon inflated to 12 atms. A 3.0 x 33mm cypher select plus stent was deployed to 12 atms with satisfactory results. The stent was not post dilated. The second lesion was a 65%, 10mm, de novo, irregular, concentric, b1 type stenosis in the distal rca. The vessel was described as 3.5mm in diameter with no calcification or tortuosity. The lesion was not pre-dilated. A 3.5 x 13mm cypher select plus stent was deployed to 12 atms with satisfactory results. The stent was not post dilated. The third lesion was a 95%, 30 mm, de novo, bifurcating (with an inability to protect major side branches), irregular, concentric, b1 type stenosis in the proximal left anterior descending artery (lad). The vessel was described as 3.0mm in diameter with no calcification or tortuosity. The lesion was pre-dilated with a 3.0 x 30mm balloon inflated to 10 atms. A 3.0 x 33mm cypher select plus stent was deployed to 12 atms with satisfactory results. The stent was not post dilated. The fourth lesion was 95%, 30mm, de novo, bifurcating (with an inability to protect major side branches), irregular, concentric, b1 type stenosis in the mid-lad. The vessel was described as 3.0mm in diameter with no calcification or tortuosity. The lesion was not pre-dilated. A 3.5 x 33mm cypher select plus stent was deployed to 12 atms with satisfactory results. The stent was not post dilated. The fifth lesion was an 80%, 10mm, de novo, irregular, concentric, b1 type stenosis in the distal circumflex artery (lcx). The vessel was described as 3.5mm in diameter with no calcification or tortuosity. The lesion was pre-dilated with a 3.0 x 10mm balloon inflated to 10 atms. A 3.5 x 13mm cypher select plus stent was deployed to 14 atms with satisfactory results. The stent was post dilated with a 3.0 x 10mm balloon inflated to 12 atms. One-day post procedure, the patient experienced unknown ECG changes and an increase in ck (<2 times the upper limits of normal (uln) and troponin levels (>5 times uln) and was ruled in for a post-procedural non q-wave myocardial infarction (mi). This was managed medically. The patient was discharged after two days hospitalization with orders for daily administration of aspirin, plavix, statins, and beta blockers. At one month follow-up, the patient was asymptomatic and was complaint with all cardiac medications.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of five reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-00004, -00005, -00006, -00007, and -00008.